Event description:
The field service engineer on behalf of the customer reported, the image from the bronchovideoscope was noisy. The object could not be recognized. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned. During the inspection at repair center, it was found the noisy image occurred due to faulty electrical connector. The object was however recognizable. The connector was damaged. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information (via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to damage to the scope connector while the user was handling the device which led to unstable electrical connection. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image." "Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained identifies: the event was found during preparation for use, and the intended procedure was diagnostic - bronchoscope. It was completed using a similar device. There was no patient harm, and the patient was not under sedation when the issue was found.